Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the harmonyair a-series surgical lighting system and found that six screws that secure the lighthead to the yoke-spring arm had been damaged resulting in the reported event. The harmonyair a-series surgical lighting system is not under steris service agreement for preventive maintenance activities. The user facility is responsible for all maintenance activities. The damaged screws may be attributed to user facility personnel bumping the system into objects or exerting force in downward/upward motions beyond the lighting system's travel limits. The operator manual states, "do not bump lightheads into walls or other equipment. Always use handles or gripping surface when positioning lighthead during surgical procedures, or when cleaning or servicing the lighting system." The harmonyair a-series surgical lighting system was removed from service and is pending repairs. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported the lighthead to their harmonyair a-series surgical lighting system detached from the yoke-spring arm connections and was hanging by the commutator wires. No report of injury.